Manufacturer narrative:
The distributor reported the AED is displaying a service code warning for 'error code (error_none = 1)' which indicates the battery is depleting due to failure to address a red asi. The distributor confirmed the asi is flashing red. The maintenance schedule is reported as monthly. Tried troubleshooting with the distributor using another battery pack and the service code was cleared. Sent the distributor a data card to download the log history file. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.